Event description:
Intraoperatively a leaflet fractured and the missing portion was located in the left ventricle and retrieved. The valve was explanted and replaced with another mechanical heart valve of the same size and type.